Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was recharged until the indicative light stops flashing, in the discharge test the battery lasts for 6:30 hours. We completely recharged the device in the test of measurement reading and it worked normally.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements; no injury resulted.